Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Daughter of patient self tester alleging discrepant inratio values. Patient's therapeutic range 2 - 3. (B)(6) 2015 inratio = 5.8. (B)(6) 2015 inratio = 2.8. Patient self tester held warfarin on (B)(6) 2015. Restarted warfarin on (B)(6) 2015. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 372984a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 372984a did not uncover any non-conformances. The lot meets release specification. Although an improper technique was identified in the complaint, a root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.